Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The health care professional (hcp) was able to determine what shock vector exhibited the out of range impedance. The lead is scheduled to be revised. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The health care professional (hcp) was able to determine what shock vector exhibited the out of range impedance. The lead is scheduled to be revised. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.